Event description:
The customer called stating that his contour meter was reading higher than his one touch meter. He tested his blood glucose using both meters. On one occasion, the contour read 322 mg/dl, while the one touch read 152 mg/dl. On a separate occasion, the contour read 512 mg/dl, while the one touch read 237 mg/dl. The difference between these readings falls in the "c" zone of the parkers error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.